Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Sample was not returned; therefore, no evaluation could be performed. Should additional information become available, a follow up MDR will be sent.

Event description:
A nurse reported to baxter (B)(4) that it has become more difficult to close tight the filter and the tubing and this has resulted in blood leakage. There was patient involvement but no injury or medical intervention was reported at the time of the incident.